Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using alaris smartsite gravity set the tubing disconnected and leaked. There was no report of patient impact. The following information was provided by the initial reporter: material #: 10802688, batch/lot #: 21109226. It was reported by customer that the IV tubing disconnected from the fluids causing them to drain on the floor.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-feb-2022. H.6. Investigation: one separated sample and 20 unused samples of the same lot for testing by our quality team. The customer's complaint was immediately noticed which verified the complaint. Microscope analyses was employed to determine the root cause of the separation- which was a clear lack of solvent at the tubing- drip chamber junction during production. The other 20 unused sets were tested by a pull test which is characterized by a tensile force greater than any that should be used in a clinical setting to the tubing - drip chamber junction. None of the 20 unused sets failed this pull test and all were tested by infusing saline with no abnormalities. Due to an increase in incidents of this failure mode, a trend for this separation issue has been identified for this product line, CAPA#3974230 has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model 10802688 lot number 21109226 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation- leak with lot #21109226, regarding item #10802688.

Event description:
It was reported while using alaris smartsite gravity set the tubing disconnected and leaked. There was no report of patient impact. The following information was provided by the initial reporter: material #: 10802688, batch/lot #: 21109226. It was reported by customer that the IV tubing disconnected from the fluids causing them to drain on the floor.